Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the articular trial fractured while being removed from the joint. Did not break into 2, it just cracked."